Event description:
The customer reported sample probe foaming and fluid leaking into the micro sample cups and generating false results on multiple analytes involving their au480 clinical chemistry analyzer. The customer did not provide the assays impacted due to this event. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the (B)(6) clinical chemistry analyzer. The fse inspected the instrument and found that the sample probe was foaming and leaking during analysis. The fse determined the failure mode was due to defective sample probe wash valve. The fse replaced the sample probe wash valve to resolve the issue. The fse as a proactive measure also replaced the sample syringe and tubing. The fse verified system performance successfully without issues. No further issues were noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).